Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the system shut down on its own. The system would not turn back on so the case was completed using an alternate system. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host power printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on august 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming host power printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).